Event description:
It was reported that a patient¿s stimulation turned off, and when she went to charge it there was ¿some kind of weird pulsing going on¿ in her back that she couldn¿t turn off. The patient stated that ¿I went to turn it on because my implant went completely off so I put the antenna on top of the implant, I don't know what I hit, but these weird pulses started and I can¿t turn them off¿. It was reported that they were ¿kind of like stabbing¿ and ¿irregular¿. It was stated that the pulses continued when the antenna was taken away, and were felt a ¿little more to the right¿. It was noted that the patient did not always feel the stimulation when it was on. The patient stated it was ¿weird because the implant wasn¿t even charged. I don¿t know where it¿s coming from¿. It was stated that there was no known accident or incident related to the complaint. It was stated that the patient could usually feel when the stimulation went off. It was stated that the patient left the implantable neurostimulator (ins) off for 20 minutes and then tried to ¿start it again¿. It was reported that the patient was sitting in a recliner reading when this occurred (¿about 10 minutes ago¿). It was stated that the patient continued to feel the weird pulses after turning the ins off. It was confirmed that stimulation was constant, not cycling. It was indicated that the ¿weird pulses¿ were a little stronger than usual stimulation and the patient ¿never felt this before¿. Additional information received reported that the patient did not have concerns with her device or therapy.

Manufacturer narrative:
Concomitant medical products: product ID: 3888-45, lot# v512152, implanted: (B)(6) 2010, product type: lead. Product ID: 3888-45, lot# v512152, implanted: (B)(6) 2010, product type: lead. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 3888-45, lot# v512152, implanted: (B)(6) 2010, product type: lead. Product ID: 3708220, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 3888-45, lot# v512152, implanted: (B)(6) 2010, product type: lead. Product ID: 3708220, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. (B)(4).